Event description:
It was reported that, "5.5 accolade broached to the osteotomy. 5.5 implant sat 5-6 mm proud. Doctor requests for the 5.5 broach be measured for accuracy."

Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in the supplemental report.